Manufacturer narrative:
Covidien reference # : (B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a total laparoscopic-assisted hysterectomy, the active waveguide of the dissector came into contact with a metal uterine manipulator. An alarm was provided by the system and a red warning light was seen. The device stopped activating and a piece of the active waveguide disengaged from the dissector and fell into the patient cavity. The piece was successfully removed and there was no patient injury. This occurred towards the end of the procedure and another instrument of the same type was not required to complete the case. The case was completed using diathermy.